Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: review of the black box and alarm history showed consecutive ¿cs054/cs052/cs012¿ slave communication error alarms on (B)(6) 2016. The returned battery cap was undamaged and able to fit. No ¿cs052¿ alarm or any error, alarm or warning occurred during the investigation, the product performed within required specifications. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board or the continuous glucose monitoring module. Investigation did not duplicate the complaint.